Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported their stimulation has been so helpful and getting better every day. They state the pain and numbness they previously experienced is slowly getting better. Patient states this issue has not resolved but they are hoping it gets better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. Patient reported stimulation is now working great! Pt do know how to use it but it was not working before. Pt reiterated information already reported. Pt confirmed issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was last night the pts stimulator quit during the night and in the morning they charged the ins to 100%. Then they could not get the communicator to connect. Pt had no stimulation since 3:15 this morning and was in so much pain. During call pt went to the about section on the mystim application and the communicator was not paired to the handset. Pt closed all applications and reset the communicator. Pt went through the process of scanning the code and mentioned they have been entering it manually and scanning it but had no luck. The pt was then able to communicate to their therapy application. The equipment was working as intended. Pt noted they just had the communicator all paired up on friday. Pt noted they were sitting down driving and did not feel therapy, pt stated it could be because they were not standing.